Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 513 mg/dl. Customer feels okay to troubleshoot for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with insulin pen. Auto mode feature was not active at the time of incident. Customer was neither in emergency room nor admitted into hospital. Customer reported that insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.